Event description:
Additional information received reported the patient's pain began in (B)(6) 2011.

Event description:
Approximately (B)(6) 2012, the patient was hospitalized. During that time, the patient experienced severe lower back pain and right hip pain. The right hip pain was believed to be related to the patient's hip amputation performed a few years ago. The left leg was stiff and could not bend. The patient was released from the hospital (B)(6) 2012. The pump refill was performed on (B)(6) 2012. The following week on (B)(6) 2012, the pump was replaced. Once the baclofen pump was implanted, all the pain in the patient's lower back and right leg had resolved. The patient could bend the left leg. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was clarified that the patient's pump administered lioresal. A healthcare provider indicated the cause of the event was in regards to an infection. The patient was hospitalized due to the infection and ''issues not related to his pump.'' Prophylactic replacement of the pump regarding elective replacement indicator (eri ) / battery depletion was further noted.

Manufacturer narrative:
Corrected information: the initial MDR was filed as MFR report # 3004209178-2012-03719. (B)(4).

Manufacturer narrative:
Catheter model 8731 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk. (B)(4).